Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, the patient failing to follow proper therapy step procedures. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Conclusion evaluation and additional manufacturer narrative this complaint for use error was confirmed for reusing supplies; however, based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bag alarm, which occurred on the homechoice during use. The patient was not connected. The patient stated that he changed the cassette and the drain line and was still having the same alarm. The baxter technical service representative informed the patient that if the cassette was changed out then the solution bags must be changed as well so that the set up is not compromised. The patient would cycle the power, restart the set up with all new supplies, and call back if the problem persisted. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of the patient changing out the cassette and not the bags. The rn stated they had not been made aware of the issue and would follow up with the patient. The rn stated as far as they knew the patient was continuing therapy successfully. There was no patient injury or medical intervention reported.